Event description:
Caller reported aviva system blood glucose results of 460 mg/dl and 216 mg/dl within 10 minutes. Customer had symptoms of low blood glucose and was able to self-treat. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.